Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: e1, e3.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned additional information: d4, h4 - the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch 100ksg mfg. Date - 04/19/2024 exp. Date - 03/31/2026 batch 100tgr mfg. Date - 05/02/2024 exp. Date - 04/30/2026 a manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please elaborate on the quality issue experienced with the product the surgeon felt that the barbs did not pronounce as much as other suture utilized before of same code. The surgeon has been using this suture and this was not the first time. - please describe consequences reported in each case: dehiscence on three separate patients - were there any adverse consequences associated with the patient? There was a dehiscence - what is the procedure name? Total knee arthroplasty - what is the procedure date? According to the rep previously mentioned that I was shadowing in training when he made me call this in, they happened in the week prior which would have been between (B)(6). The prior rep is (B)(4) who is no longer with our company. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. The surgeon re-sutured with a different suture. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No - how many devices demonstrated the alleged deficiency in each event? 1 suture per event - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided yes if you send me the shipping information attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What name/title and address should the shipper kit be sent to? Please describe what is meant by the barbs were not as pronounced. If the barbs were not pronounced as much as other sutures, were they used on the patient? Was the wound dehiscence caused because the barbs not hold in the tissue? If no, please explain. On what tissue layer was the stratafix spiral monocryl plus suture used? What sutures were used to close all layers for this patient? Were there any problems or issues with the other sutures? Please describe. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure. Were there any patient stress factors that precipitated the event of suture barbs not holding? Were these event noticed during the initial procedure? Or post operatively? If post op, please provide the onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Which lot number was used on each patient? (100ksg/100tgr) surgeon¿s name?.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2025 and barbed suture was used. The surgeon felt that the barbs did not pronounce as much as other sutures utilized before of the same code. The patient had a wound dehiscence and was re-sutured with a different suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please describe what is meant by the barbs were not as pronounced. (B)(6) said that they barbs did not catch tissue when being sutured in a continuous fashion as they have with other lot #s of the same suture which then led to dehiscences was the wound dehiscence caused because the barbs not hold in the tissue? If no, please explain. (B)(6) believes so on what tissue layer was the stratafix spiral monocryl plus suture used? Subcuticular. Were there any problems or issues with the other sutures? Please describe. Not that I am aware of. The following information was requested, but unavailable: if the barbs were not pronounced as much as other sutures, were they used on the patient? What sutures were used to close all layers for this patient? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure. Were there any patient stress factors that precipitated the event of suture barbs not holding? Were these event noticed during the initial procedure? Or post operatively? If post op, please provide the onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Which lot number was used on each patient? (100ksg/100tgr)